Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit's handle has loose screws keeps popping out. There was no no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's handle has loose screws keeps popping out. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the display pop up mount screws were loose from normal usage. The fse replaced the 4 screws, and unit passed all functional and safety tests.